Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had a blank screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported waking up to a blank display. The customer reports the display screen is cracked on the top right corner. The customer did troubleshoot the issue. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Unable to confirm blank display or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.